Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was currently receiving dilaudid and baclofen both of unspecified concentrations at unspecified dose rates via an implantable pump for an unspecified indication for use. It was reported that the patient was on their second pump, had a codman before that, so ¿running out is [profanity]¿. It was stated that the patient didn¿t believe they could handle that again. The date of the event was not reported. More recently, it was further noted that the patient moved and spent hours trying to find a doctor to refill their pump with dilaudid and baclofen. The reporter requested help to find a new physician near their location who fills with the combo. On (B)(6) 2019 a consumer further reported that the patient previously had morphine and baclofen both of unknown concentrations at unknown dose rates and currently they were receiving baclofen and dilaudid. It was further noted that the patient did not have a physician they were seeing for the pump currently. Physician listings were sent as requested. No further patient complications have been reported as a result of this event.